Manufacturer narrative:
H6: investigation summary one photo of a loose 5ml syringe with orange tip attached was received and evaluated. In the photo, the plunger rod was removed from the barrel. It was observed, one of the ribs of the plunger rod had a portion broken off, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. It was likely due to worn dial components that allowed a part to get stuck in an assembly dial and damage the parts that followed. Machine logs indicate broken plunger rods were found around the manufacture time of the batch. Related assembly components were replaced at the time the defect was found. It is possible requalification activities did not completely contain the defect and a small portion of defective product ended up packaged with good product.

Event description:
It was reported that syringe 5ml ll bns plunger was broken. The following information was provided by the initial reporter: I am reporting another complaint received due to broken plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9070658, medical device expiration date: 2024-02-29, device manufacture date: (B)(6) 2019. Medical device lot #: 9234101, medical device expiration date: 2024-07-31, device manufacture date: (B)(6) 2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll bns plunger was broken. The following information was provided by the initial reporter: I am reporting another complaint received due to broken plunger.